Event description:
Procedure: adenotonsillectomy. While removing right tonsil, it was noted that there was a burn on the pt's mouth on the right lateral commissure area, and in the mucous membranes, just inside mouth, around the right lateral commissure. Found to be a defect in the plastic protective covering of the bovie.